Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs ipg would not communicate with external devices. The patient stated the ipg had been off for a long time. Consequently, the patient's scs ipg was successfully replaced with a new one and stimulation therapy restored.